Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, on the first firing, the reload was attached to the handle and was set on the pulmonary tissue. The surgeon was able to pressed the green button and attempted to squeeze the handle, but it was stiff and unable to be squeezed. When the device was also checked it was showing it was prefired. Another device was used to complete the procedure. There was no patient injury.